Event description:
This lv lead was implanted on (B)(6) 2011, and remains implanted at this time. A call was placed to technical services on 06/07/2018, stating that on (B)(6) 2018, the lv lead impedance was 492 ohms and on the (B)(6), it was greater than 2500 ohms. The following physician was dr. (B)(6), at (B)(6). No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).